Event description:
Discordant troponin results were obtained on two patient samples on an advia centaur xp instrument. The samples were initially run in duplicate and the discordant results were obtained on one of the replicates. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
The initial MDR 2432235-2014-00325 was filed on may 09, 2014. Additional information (05/07/2014): the advia centaur xp serial number (B)(4) was exchanged with advia centaur xp serial number (B)(4) located at a sister site. The customer explained that the sister site has not experienced any discordant troponin results and a swap between the sites was implemented as a solution. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00325 was filed on may 09, 2014. MDR 2432235-2014-00325 supplemental #1 was filed june 02, 2014. Additional information (06/08/2014): a siemens customer service engineer (cse) was dispatched to the customer site after the customer stated that imprecision was obtained on troponin results on advia centaur xp serial number (B)(4). After evaluation of the instrument and instrument data, the cse replaced the aspirate probe wash guide and a loose tubing sleeve on the re-suspend. The cse check the probes alignments and primed the system. Quality controls were run, resulting within range. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The cause of the discordant, falsely elevated troponin results is unknown. Siemens is investigating this issue.